Event description:
It was reported removal of a one third tubular plate implant on the distal fibula was performed due to post-operative patient pain. The removal of hardware went well and there was no surgical delay. It was reported the bone healed and had union. This report is for five 3.5 cortex screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for five 3.5 cortex screws, part and lot numbers unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.